Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower scan values when scanning the adc freestyle libre sensor compared to the competitor's brand meter. On 26nov2021, as a result, the customer experienced throwing up and "ketones" and was unable to treat themselves. Hcp contact was made and an unspecified lab glucose test was obtained and the customer was hospitalized with IV fluids and insulin for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower scan values when scanning the adc freestyle libre sensor compared to the competitor's brand meter. On (B)(6) 2021, as a result, the customer experienced throwing up and "ketones" and was unable to treat themselves. Hcp contact was made and an unspecified lab glucose test was obtained and the customer was hospitalized with IV fluids and insulin for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.